Manufacturer narrative:
(B)(4). Most likely underlying root cause: mlc-134- user has low glucose value.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer's expected blood glucose test result range was undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Unable to confirm lo at the time of the call as the meter would not turn on. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date was undisclosed. Test strips are not part of recall. The meter memory was not reviewed for previous test result history. Customer called in stating that the meter reads lo. However, I was unable to confirm lo because meter could not turn on. Customer had no symptoms of high or low blood sugar now.